Event description:
Difficult to push down on dose button [device malfunction]. High blood sugar levels [blood glucose increased]. Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: does the incident represent a serious public health threat - no. This serious spontaneous case reported by a consumer from (B)(6), reported as "diabetic ketoacidosis", "difficult to push down on dose button" and "high blood sugar levels", concerns a male pt of unk age treated with levemir penfill (insulin detemir), novorapid penfill (fast acting insulin aspart), novolin 40/60 penfill (dual-acting insulin human) and novopen 4 (insulin delivery device) from and to unk dates for unk indications. Pt's height: not reported. Medical history: not reported. On an unk date insulin was "coming back out from his stomach" where he injected. The pt further stated that it was difficult to push down on dose button. The pt uses the bd (becton dickinson) 4 mm needle. The pt currently was taking levemir and novorapid and experienced high blood sugars. The pt reported that "he believes he is injecting into muscle instead of into fat." The pt was previously on novolin 40/60 penfill and was hospitalized with ketoacidosis. Action taken to levemir penfill and novorapid penfill was not reported. Action taken to novolin 40/60 penfill was reported as product discontinued. The overall outcome was reported as unk. No further info available.

Manufacturer narrative:
Reporter comment: the pt was not interested in returning the pens for investigation as he believes the needles are the problem.